Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump alarmed error. The customer¿s blood glucose level was unknown. The insulin pump had reset itself prior to the message with pump error codes. Auto mode status screen shows active insulin updating. The insulin pump has recently been turned on for the 1st time, a pump error occurred, settings were cleared, or has been suspended for more than 4 hours. The insulin pump will not be returned for analysis.